Event description:
Customer's husband reported results of 412 mg/dl, 272 mg/dl and 159 mg/dl within 10 minutes on the compact plus system. Also reported blood glucose results of 19 mg/dl and 121 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.